Event description:
It was reported that the device needed service. Upon evaluation of the device, it was observed that the device had logged an alarm indicating higher peep (positive end expiratory pressure) than set. Additionally, ventec observed that the device was struggling to maintain peep, resulting in lower peep than set. There was no patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it logging an alarm due to high peep (positive end expiratory pressure) alarm was initially confirmed, however, during subsequent testing the issue could not be duplicated. After further evaluation ventec observed that the device was unable to maintain peep resulting in lower peep than set. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ecm.